Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 27-apr-2026, a sales representative reported via email that an ar-3740sp double-loaded knotless knee fibertak was attempted to be implanted using a 0.9 mm drill for knee fibertak and a reusable drill guide owned by the surgery center. The anchor seated properly; however, one of the knotless mechanisms broke during loop reduction. An additional ar-3740sp was implanted to complete the procedure. No patient harm was reported. The event resulted in approximately 5 additional minutes of operative time and minor additional anesthesia. This was discovered during an mpfl procedure on (B)(6) 2026.